Event description:
It was reported that during device system implant procedure, high impedance was noted and it was discovered that the right atrial lead set screw would not tighten. The physician elected to replace the implantable cardioverter defibrillator. The new device was implanted normally. Patient was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.